Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that after changing a cannula infusion set and filling the tubing, the user experienced elevated glucose following breakfast, with the user noting it required 58 units to see drops and the agent assessing that the tubing was likely not properly primed. Symptoms included hyperglycemia peaking at 398 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.